Event description:
It was reported that the customer experienced a blood glucose (bg) level of 730 mg/dl. The cause was not known. Customer delivered a correction bolus, correction injection, used insulin vials, and performed a supply change to address elevated bg level. The customer reported they went to the emergency room (ER) on (B)(6) 2023 and they were subsequently hospitalized for two days. The customer reported their health care provider (hcp) identified the ketone level as dangerous, life threatening. The customer received intravenous therapy (IV) and fluids of saline and insulin, calcium, magnesium, and an insulin drip to address the bg. The customer was released from the hospital on (B)(6) 2023 with no injury or permanent damage.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.